Event description:
It was reported while using bd insyte-w¿ IV catheter with wings 24ga 0.75in rust was found on the needle. The following information was provided by the initial reporter: on (B)(6) 2021, the nurse prepared to conduct indwelling needle puncture for the patient. When she unwrapped the outer package and pulled the inner steel needle to check the indwelling needle, she found that the steel needle in the indwelling needle was stained like rust.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Based on device history record review, no abnormality was observed during the production of the affected batch. As no photo/sample is returned for evaluation, actual root cause could not be established. The complaint will be re-opened and re-investigated when sample is returned.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as dir (d)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: insyte. Device failure: rust / corrosion.

Event description:
No additional information.